Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 18.3 mmol/l (329 mg/dl) and that the cannula was out of the skin. The pod was worn between 24 and 36 hours.